Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on 22feb2024. The patient's blood glucose levels reached 22.8 mmol/l (410.4 mg/dl) with ketones of 3.6. The pod was worn between 49 and 71 hours on the abdomen. Symptoms reported include hyperglycemia. The patient was treated with intravenous fluids and a new pod was activated. The patient was released from the hospital the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.